Event description:
It was reported that; original surgery took place on (B)(6) 2015: at that time surgeon experienced slippage on the torque wrench when tightening 7.5x70mm screw however surgery was completed without further incident. Revision surgery was done on (B)(6) 2015 as the rod became unseated in the screw head. When the surgeon went to remove the aforementioned screw the head disengaged from shaft and the entire construct was removed and replaced.

Manufacturer narrative:
Lot # jc3. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: es2 construct was confirmed by the returned parts. The blocker is responsible for locking the integrity of the construct and disengaged post-operatively. The cause of the reported product issue cannot be determined due to the lack of information about this case available. Conclusion: the likely cause of the reported issue is multi-factorial.

Event description:
It was reported that; original surgery took place on (B)(6) 2015-at that time surgeon experienced slippage on the torque wrench when tightening 7.5x70mm screw however surgery was completed without further incident. Revision surgery was done on (B)(6) 2015 as the rod became unseated in the screw head. When the surgeon went to remove the aforementioned screw the head disengaged from shaft and the entire construct was removed and replaced.